Manufacturer narrative:
Weight - reported to be normal weight. Implanted date - device was not implanted. Explanted date - device was not explanted the actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device could not be inserted into the sheath. The user could not see if the device was intraluminal. The blood did not come out of the hole. Hemostasis achieved by manual compression. There was no delay of the procedure. The patient was treated as intended. There was no significant loss of blood. There was no patient harm. Additional information was received on 27jan2021. The procedure was an angiography a. Femoralis. A 6fr. Sheath was used. A pre-deployment angiogram was performed; perfect for closure with the angio-seal device. The patient's condition was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to the device return date in section d9, update section h3, and to provide the completed investigation results. It was inadvertently initially reported that the device was returned on 31aug2021; therefore, the correct date of 08feb2021 has been provided. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the locator. The carrier tube and guidewire were returned as well. Visual inspection revealed that the arteriotomy locator was mated with the sheath. No outward signs of damage or deformation were identified on the returned components. The locator was then removed from the sheath and the hub of the locator was examined under microscope. No visual anomaly was observed. Functional testing was performed, and the locator was inserted into the hub of the sheath and attempted to be mated. An audible snap was heard, and a tactile click was felt. Device was tested for blockage in the locator using water and device was working as specified. For dimensional testing, the outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.114'' which was within the specification of 0.114" +/-0.005". All measurements were within the manufacturer specifications. Based on the returned device, the complaint could not be confirmed for blood flow issue as no flow issues were experienced during the functional testing of the locator and hemostasis assembly. Likely cause could be that the locator and hemostasis assembly was not inserted into the artery until the blood inlet hole completely exposed into the artery. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.